Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were not able to be reviewed because the serial number of the system controller is not known. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The reported event of a system controller exchange due to driveline fault alarms on the system controller (serial number unknown) was confirmed. Data from the submitted log files spanning approximately 4 days (B)(6)2024) was reviewed and showed intermittent driveline fault alarms. The alarms did not appear to prevent the controller from supporting the system as intended. There were no other notable alarms active in the log file. Provided information indicated that the controller was exchanged on (B)(6)2024. Attempts were made to obtain additional event information, but no response was received. The pump investigation confirmed wire damage to the redundant yellow wire in the percutaneous lead, resulting in the observed driveline fault alarms. The reported event was not correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon review of the log files a system controller exchange was seen to have occurred on (B)(6)2024. No additional information was provided.